Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the <<defibrillation,>> pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high out-of-range shock impedance measurements greater than 200 ohms on all shock vectors, and the chronic implantable cardioverter defibrillator (ICD) was also explanted and replaced due to normal battery depletion (nbd). Additional information received reported that the cause of the out-of-range shock impedance measurements on this right ventricular (rv) defibrillation lead was not conclusively determined, and no visible defects were identified on the lead. The rv lead was tested through the pacing system analyzer (psa) prior to opening the new implantable cardioverter defibrillator (ICD), and normal sensing/pacing and pacing impedance measurements were observed. Once the rv lead was connected to the new ICD, high out-of-range shock impedance measurements greater than 200 ohms were observed on all vectors. The field representative confirmed that all lead-header connections were checked multiple times. The procedure was completed with a different ICD model. No additional adverse patient effects were reported. This attempted ICD was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high out-of-range shock impedance measurements greater than 200 ohms on all shock vectors, and the chronic implantable cardioverter defibrillator (ICD) was also explanted and replaced due to normal battery depletion (nbd). Additional information received reported that the cause of the out-of-range shock impedance measurements on this right ventricular (rv) defibrillation lead was not conclusively determined, and no visible defects were identified on the lead. The rv lead was tested through the pacing system analyzer (psa) prior to opening the new implantable cardioverter defibrillator (ICD), and normal sensing/pacing and pacing impedance measurements were observed. Once the rv lead was connected to the new ICD, high out-of-range shock impedance measurements greater than 200 ohms were observed on all vectors. The field representative confirmed that all lead-header connections were checked multiple times. The procedure was completed with a different ICD model. No additional adverse patient effects were reported. This attempted ICD was returned for analysis.